Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient experienced shocking sensation from the spinal cord stimulator (scs) leads and had inadequate pain relief. X-ray was taken and showed that one of the leads had migrated. The patient underwent a procedure wherein both of the leads were replaced. The explanted devices were not returned as they were discarded by the medical facility.